Event description:
Reporter indicated that a patient had left vocal cord paralysis confirmed by an ent following initial implantation of the vns device. The device had not been programmed on. The reporter believed the vocal cord paralysis was due to the electrode size being too small and constricting the nerve. Lead revision surgery was performed, and the 2 mm lead was replaced with a 3 mm lead. Following the lead revision surgery, the vocal cord paralysis resolved. Explanted lead was discarded by the hospital.